Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced pcap and infusion set tubing was not well locked issue on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment by pump. Patient replaced infusion set and resumed insulin deliveries successfully.